Event description:
A caller reported experiencing an alarm 2 followed by an alarm 26, indicating an occlusion issue with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer reverted to a back up pump for insulin therapy.